Event description:
It was reported that the atrial lead exhibited poor sensing, elevated thresholds and had an insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.